Event description:
On 8/16/93 a physician was performing coronary artery bypass when he noticed that there was no flow in internal mammary artery. After closer observation it was noted that there was air in the arteriocannula. There was no arterial blood flow and the caps pump #1 had stopped.